Event description:
Patient undergoing lap assisted sigmoid colon resection and urinary obstruction. Unable to pass the foley catheter. Urology consulted. Attempted to use the ureteroscope but could not see because of bleeding. Patient returned to surgery and cystoscope done with removal of eroded clip. The clip was noted to be at the anastomosis, exposed and obstructed. The surgeon documented "a weck clip" since placed at another hospital two years ago cannot identify as to manufacturer; however, literature research indicated teleflex medical. The clip was removed and foley inserted. No additional problems.